Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 53 mg/dl while wearing the pod. The patient reports feeling shaky. The patient visited the emergency room at the hospital in which they currently had been working in. The patient was treated with juice. The patient was at the emergency room for 1 hour.